Event description:
It was reported that during the bha, when the surgeon was retracting a broach from the patient femur, it came off from a broach handle many times. The broach handle could hold another size broaches.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the bha, when the surgeon was retracting a broach from the patient femur, it came off from a broach handle many times. The broach handle could hold another size broaches.

Manufacturer narrative:
Visual inspection noted the device to be in heavily used condition. Extensive damage to the trunnion of the broach was noted. The damage appeared to have been caused by repeated misalignment of a calcar planer. The extent of the damage prevented a meaningful dimensional inspection from being performed. A functional check with a cutting edge broach handle found the two devices could be successfully connected, however the connection was loose due to the trunnion damage. Back impaction caused the devices to separate as described in the reported event. Device history review indicated all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other events reported for the device manufacturing. The investigation concluded the unintended disassembly was caused by damage to the broach trunnion which resulted in reduced connection strength between the broach and handle. The damage to the trunnion appears to have been caused by repeated misalignment of a mating device, a calcar planer, during the life of the broach.